Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer on how incomplete bolus alerts are triggered. The customer's blood glucose (bg) level was 300s (mg/dl). Reportedly, the contact reminded the customer to test their bg level. It was confirmed via the pump history a bolus was successfully requested and delivered following the incomplete bolus alert.